Event description:
This report is filed on the steerable guide catheter for post procedure bleeding at the access site, requiring medication and additional pressure. It was reported that on (B)(6) 2015, two mitraclips were implanted reducing functional mitral regurgitation (mr) from severe to moderate. Post-procedure, the patient experienced anemia (decrease in hemoglobin from 15.5 to 11.6 g/dl) due to bleeding at the access site after stitch removal. Medication, lidocaine and epinephrine, was provided and additional pressure was held at the access site. There was no reported device malfunction. The patient was discharged home on (B)(6) 2015. Hemoglobin is monitored and remains lower than normal parameters (10.5 g/dl) on (B)(6) 2015. There is no active bleeding at the insertion site. There was no additional information provided regarding this event.

Manufacturer narrative:
(B)(4). In this case, there was no reported device malfunction associated with the steerable guide catheter. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of bleeding, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The information provided in the case details stated that the patient experienced a decrease in hemoglobin due to bleeding at the access site after stitch removal. Per the study physician, the bleeding and anemia were likely related to the procedure and mitraclip system. Based on the information reviewed, the anemia was likely a secondary effect of the bleeding; however, a definitive cause for the reported bleeding and the relationship to the device, if any, cannot be determined. There is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial medwatch report filed, the additional information was received: during the 30 day follow-up on (B)(6) 2015, the patients anemia had resolved. No additional information was provided.